Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has refused to consent. As a result, no conclusion can be drawn at this time. If consent is received at a later date, the issue will be re-opened and the results of the analysis will be reported. The device remains intact in a locked vault at ab, llc until consent is obtained. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient has reportedly recovered. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly a non user of the device and experienced headaches with use prior to explant surgery. Legislation prohibited the testing and failure analysis of the explanted device (section 72 para 6 of the german act for implementation of the med device law). As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
Advanced bionics was informed that the recipient is scheduled for revision surgery. The recipient reportedly experienced no benefit with the device. The recipient will not be reimplanted.